Event description:
Magnet application over biotronik philos ii dr-t caused failure of capture for approx 6 seconds with transient loss of consciousness. First application was with biotronik programmer head containing magnet causing about 6 seconds of loss of capture. 2nd application was magnet application only for 1 sec resulting in 6 seconds of dual pacer spikes with no capture and transient loss of consciousness. Device implanted in 2006 with atrial lead selox s and ventricular lead selox sr. Patient admitted to hospital and will have pulse generator removed in 2009. Pulse generator will be returned to manufacturer for analysis.